Event description:
Reportable based on analysis completed (B)(4) 2011.it was reported that during a percutaneous coronary intervention procedure, a no cross occurred.the 89% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre dilated with an unspecified balloon catheter then the 2.75x16mm promus element stent delivery system was advanced however it failed to cross the lesion. The procedure was completed with another same device. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.however returned analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product.device evaluation by manufacturer: a visual and microscopic examination identified distal stent damage. Struts on the first row from the distal edge were slightly pinched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)